Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump completely shut off then counted up to 6 and then came back on. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to perform the rewind process again. The customer was advised to perform an easy bolus into the air. The customer was unable to perform easy bolus. The customer was assisted with self-test and it failed. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with operating currents within specifications and passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No shutting off was noted. However, the pump alarmed rf pic failed during the self test and alarmed lost sensor connecting to glucose sensor simulator due to the faulty component on the radio frequency board. The pump was received with minor scratches on the lcd window.